Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient had to go see another doctor who dealt with the device and they may need another surgery. The patient noted that they had a cat scan and they walked through security and forgot their card, which led to the lack of stimulation and loss of therapy. No steps were taken to resolve those issues yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for about the last year and a half, their ins had been sticking out, it was hard to sleep on their back or drive, and their clothing got in the way. It was also reported that, for about a year, the patient had been experiencing a loss of therapy, ¿wetting symptoms.¿ troubleshooting found that the patient was not feeling stimulation, but the therapy was on. When the amplitude was increased, the patient noted that they felt stimulation in the correct area. It was recommended that they follow up with their healthcare provider. It was noted that they patient did not have a managing healthcare provider, so they were sent a list of healthcare providers in their area. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient hadn't located a healthcare professional (hcp) yet. The surgery was done in a one-part situation, not a two-step, like normal, due to the patient's ins. No steps were taken to resolve the issue, but they did need to find a doctor who couldn't re-place it in their body.